Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their device needed to be replaced, it does not work. No symptoms reported. No further compl ications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the device was not functioning. No further complications were reported.

Manufacturer narrative:
The initial reporter was previously mistakenly reported as the patient, this is a supplemental report to correct the initial reporter to the hcp. If information is provided in the future, a supplemental report will be issued.